Event description:
Technician alleged that the cardio pulmonary resuscitation is slowly drifting down. No patient impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.